Event description:
It was reported the device reached the recommended replacement time "after only two years" possibly due to high outputs. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.